Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he started canceling the setup and found fluid inside the cassette area of his cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) treatment when the issue occurred, thus no treatment was missed. The pdrn stated the patient did not require any medical intervention or additional treatment as a result of the reported issue, and the patient was not required to come into the clinic and was not provided any prophylactic medication.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he started canceling the setup and found fluid inside the cassette area of his cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) treatment when the issue occurred, thus no treatment was missed. The pdrn stated the patient did not require any medical intervention or additional treatment as a result of the reported issue, and the patient was not required to come into the clinic and was not provided any prophylactic medication.